Event description:
Event description guidant received information that this flextend lead exhibited a loss of capture in the rv. The patient went to the emergency room with a rate of 30. The lead was tested in bipolar and still no capture. An invasive procedure was done to reposition the lead to get capture at 10v were unsuccessful. The lead position was unchanged based no the patient's initial chest x-ray. The lead's helix retracted and extended properly. The lead just would not capture. A new lead was implanted. The lead is being sent back for analysis.